Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 failed and required maintenance. A field service engineer opened the back of the station and identified that drawer 3.1 lights were out, while the right-side light on drawer 3.2 was blinking. The station was shut down, and the drawer was opened, revealing both retractor bands scarred from rubbing against the case. Both retractor bands and the drawer 3.1 controller were replaced. The drawer was closed, and the station was booted into hardware test functionality (hta), confirming four functional lights and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 failed. The customer was initially able to recover the drawer; however, it continued to fail multiple times. A manual reboot of the machine was performed, but the issue remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.